Event description:
At approximately noon, all 32 eagle monitors shut down at once. Monitor techs reported that monitoring of EKG rhythms and pulse oximeter readings had ceased simultaneously, with blank screens everywhere. Dash monitors continued to submit signals. Monitoring restored at approximately 16:30. Follow-up reveals that the monitors communicate with their respective central stations on various floors and care units via a hardwired network. Investigation has determined that it is most likely that there was a problem with the nic card in one of the eagle monitors which created unusual traffic on the network that disrupted communication with other eagle monitors on this network. The network consists of individual sub-networks on each care unit that are then connected to the other sub-networks via a gateway. Only the eagles that were connected on the one specific gateway were affected by this problem. Once the problem monitor was found, and removed from the network, communication was again established with all other devices on the network.